Manufacturer narrative:
UDI number = (B)(4). The meter was returned for investigation. The meter powered on with no difficulty and no display issues were observed. The meter's scanner appropriately scanned the barcode on the control bottles and input the information correctly. The returned meter was tested using retention strips and retention controls. Control ranges: level 1: 30 - 60 mg/dl, level 2: 261 - 353 mg/dl. Results: level 1 ¿ 44 and 44 mg/dl, level 2 ¿ 305, 302, and 309 mg/dl. All returned results are within acceptable range. The meter's qc result memory was downloaded and the results were observed appropriately with the correct control solution lot number and operator number of 1234. The alleged malfunction was not reproducible. The product performed according to the specifications. The visual investigation of the instrument housing did not reveal any external hardware defects or contamination. The device was disassembled for further investigations. The visual inspection of the electronic parts showed no abnormalities and no contamination was found. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated there was an issue with accu-chek inform ii meter serial number (B)(4). The reporter stated that at 21:19, a nurse tested a patient with the meter and scanned the patient's wrist band with the meter. The meter showed the correct patient identifier of (B)(6), along with the correct patient name. The glucose test result was 457 mg/dl. This value was reported verbally to the doctor. The accuracy of the result was not questioned. Later, a nurse tried to locate the patient result in the laboratory data management system and could not find the patient file. The result was found under a different patient identifier of (B)(6). Both of the patients were on the same hospital unit and were getting regular blood glucose testing throughout the day. The reporter stated that the hospital uses stickers with patient identifiers on them as well, but the staff is instructed to not scan the stickers. The hospital mandates the use of the patient's wrist band only. The nurse who tested the patient confirmed that the patient's wrist band was scanned. The reporter stated the issue also occurred two weeks prior to (B)(6) 2021, but no details surrounding this event could be provided.